Event description:
The core micro drill was sent in for evaluation because it was leaking during a procedure. No further information has been provided by the customer.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.